Event description:
It was reported that cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset instructions and the customer was able to successfully load a cartridge and resume insulin delivery.